Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that they did not able to rewind the insulin pump. The customer's blood glucose value was unknown. The customer's spouse stated that the insulin pump was damaged. The customer's spouse was reported that the piece was broken off where the battery was going in. The customer was advised that the insulin pump will need to be replaced and to discontinue the use of insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind and the displacement test. No unexpected rewind anomalies noted. Device received with broken battery tube threads. The information provided for the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided for the date of event with the initial report was incorrect. The correct information (B)(6) 2018.